Event description:
During the course of cesarean section, pt became burned during closure of the abdominal. The pen was holstered at the time and there was an observed spark coming off the allis clamp used to secure the holster to the drape. There was no contact between the pen and the clip. After the spark was seen, they also noted that there was burn in the shape of the clamp handle. Wound consult for burn. Edge button switch pencil was on the field close to the allis clamp but not touching the clamp it was in the product holster - this is single use product lot unk since packaging not saved.